Event description:
Boston scientific crm received information that this patient's pacing system consists of a boston scientific pacemaker and competitive atrial and right ventricular leads. Post implant check of the system noted right ventricular bipolar impedance measurements greater than 2500 ohms. However, impedance was 430 ohms in unipolar configuration.

Manufacturer narrative:
One week post implant, the lead was still exhibiting acceptable unipolar impedance measurements and therefore, remains in unipolar configuration. No other adverse events have been reported. This issue will be re-evaluated if additional information is received.